Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations. A boston scientific sales representative stated there will be a lead revision procedure in the near future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited shocking impedance measurements greater than 125 ohms in all vectors. A 21 joule shock produced a shock impedance of 68 ohms. A boston scientific technical services consultant discussed that this could be due to physiologic changes to the lead and a 1.1 joule synchronized shock could be considered. Atrial undersensing was also observed which resulted in an inappropriate shock. No additional adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was subsequently performed due to the continued out of range measurements. The system was removed from service and replaced. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.